Event description:
It was reported that following a left heart catheterization procedure, the physician allowed an rn to deploy the angio seal device. The user felt that the angio-seal device may have shuttled during deployment, however, the device was deployed. Approximately two days later, the patient experienced some discomfort and loss of pulses and was taken to surgery for removal of the angio-seal device. The patient is reportedly recovering. It is unknown whether a preplacement angiogram was performed prior to deployment. There was not a cine of the groin (cfa) on film, but the physician may have performed fluoroscopy. It should be noted that the r.n. Who deployed the angio-seal device was not certified in correct deployment techniques at the time of this event.